Event description:
It was reported to adac that source to skin distances were incorrect prior to dose computation. The user stated that the source to skin distances were the same for all fields. No injuries were reported as a result of this issue.